Event description:
Additional information from the patient reported that the new battery after four years helped to resolve the issue and they hoped it was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were still having issues with retention and incontinence. They thought antibiotics would help, but they think they may have just taken too many in their life and they were no longer effective. The patient stated the infection was "lingering". They had a urinary tract infection (uti) that had not gone away. They had a 25 year history with uti's. The patient said they physically had a lot of things going on that were unrelated to the interstim therapy. That was why they needed an MRI. They noted that the interstim system was working great. The patient asked if the system could be removed to get an MRI and it was reviewed that they would need to follow up with their healthcare provider (hcp). The patient said that they were told by their hcp that they had 1 month left on their implantable neurostimulator (ins). It was further reported that the patient said their manufacturing representative (rep) said their battery was going dead and they would need surgery. No further complications were reported/anticipated.